Manufacturer narrative:
The devices involved in the event will not returned for evaluation as it was consumed I n the event. Model# and lot# of other onyx involved:model# lot# 105-7100-080 unknown(B)(4)

Event description:
Embolization treatment of an avm with onyx. It was reported post procedure, the patient experienced left hemiplegia. The next morning, intraventricular hemorrhage occurred and the patient required ventricular drainage. An additional embolization was performed on (B)(6) and hemorrhage occurred again the next morning. The avm was resected and no other complications were reported with the patient.